Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. A visual inspection found the distal tip of the coil protruding from the distal tip of the catheter. An attempt was made to remove the coil but it was stuck in the catheter due to dried blood. Several attempts were also made to advance the pusher wire which was also stuck in the catheter due to dried blood. The pusher wire was removed with severe difficulty. The coil was inadvertently cut during removal and it was not possible to remove the proximal end of the coil including the interlocking arm as it was cemented to the inner lumen of the catheter due to dried blood. The coil that could be removed was inspected and blood was present on the coil, kinks were present and the coil was stretched towards the proximal end where the coil had been inadvertently cut. The pusher wire was inspected and found to be kinked in the middle and slightly stretched at the distal end. Microscopic inspection found that the zap tip shape and surface was smooth on removal of the dried blood. The interlocking arm of the pusherwire ss coil was inspected and dried blood was present. There were no other anomalies noted. Dimensional inspection determined that as the pusher wire was slightly stretched at the distal end, the core wire length and ss coil length dimensions could not be measured. The pusher wire dimensions that were able to be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as insufficient flush was being maintained during the procedure. Product analysis found the coil and pusher wire were stuck in the renegade microcatheter due to dried blood which indicates while continuous flush was maintained it was not sufficient to reduce the risk of retrograde blood flow and/or thrombosis occurring in the microcatheter, around the coil and pusher wire. Continuous flush of an appropriate flush solution reduces the risk of retrograde blood flow/thrombosis occurring in the microcatheter, around the coil and pusher wire. The idc dfu instructs "the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in difficulties advancing the coil in the microcatheter." (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a embolization treatment procedure, a coil detached inside the microcatheter. The target lesion was moderately tortuous. This 12mm x 20cm idc-18 coil detached as it was being advancing inside an 18-257 renegade2m catheter. The coil and microcatheter were removed as a unit. The procedure was continued with another of the same idc-18 coil. No patient complications were reported and the patient's status is good. However, returned device analysis revealed that the coil was protruding from the distal tip of the catheter.